Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight not provided/unknown.

Event description:
It was reported that the implant was placed close to nerve. The patient had numbness and pain. It was reported that the nerve was not damaged. The implant was removed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One implant was returned for investigation. Visual evaluation of the as returned product identified dried bone, signs of use and no apparent malfunction. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable.